Event description:
A customer complaint was received stating that the pack contained a 20 degree rather than the expected 30 degree blade. Another pack was used with no delay to the surgery or effect on the pt. The blade was discovered during set up.